Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt's lft's were elevated as were the bun and creatinine and the pt was returned to the ICU. Medication was administered and the lft's returned back to normal and the ldh dropped down. On (B)(6) 2012, the ldh rose again acutely to 2100, and another medication was started. On (B)(6) 2012 the pt was taken to the cath lab and administered medication and the ldh was down and power and flow were in the 6 range. The pt did develop a bleed from his arterial line and had to be transfused. Other significant history: pt has chronic afib. (B)(6) days post operatively the pt developed a (B)(6) pseudomonis culture and (B)(6) days post op developed a sternal pseudomnis infection. He was treated with antibiotics and his cultures are now (B)(6). The center plans to list the pt as status 1a on the transplant list.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. The user facility reports were received from the intermacs registry ((B)(4)). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.